Manufacturer narrative:
(B)(4) ¿ suture pre-absorption occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch gl6414; batch eck117.

Event description:
It was reported that the patient underwent trabeculectomy on an unknown date and suture was used. The surgeon opines the suture opened too soon and absorbed too quickly. The patient experienced a small dehiscence. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.